Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump sound quality was low and that the vibratory function was absent. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: during investigation, the pump was powered on with normal audible tone/vibration. The pump's audio and vibration features were found to be functioning properly. The original complaint of an audio tone/vibration issue was unable to be duplicated. There was no defect found.